Manufacturer narrative:
(B)(4). Date sent: 1/5/2026. D4: batch #unk. Investigation summary: this is an analysis of the photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a box with a label with the product code gst45b, lot # 83795, exp. Date: 2027-01-31. A lot of trace was performed on the lot provided, and the lot number was not found in the quality tracking system. The analysis performed determines that the suspect package is not authentic johnson & johnson product. Based on the photo reviewed, it was confirmed that the product is counterfeit. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device arrived not from the johnson and johnson warehouse. There was no patient involvement. No additional information provided.